Event description:
It was reported by service report that the side rail could not be locked in the up position and toprail was broken, exposing sharp edges. No pt involvement or adverse consequences were reported.